Event description:
The patient was sitting on the left edge of the bed with the left intermediate siderail in the down position. The caregiver was lowering the bed and the patient's left calve caught on the left intermediate siderail towards the center of the bed. The patient jerked her leg free and lacerated he left calve. Five sutures were used to close the laceration.

Manufacturer narrative:
The field investigation indicated the bed functioned properly. There were no sharp edges found.